Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The reported event was investigated on site by our field service engineer (fse). The involved ventilator was not investigated by our fse due to that the ventilator was still in clinical use. No parts have been replaced. Our fse found that a filter was used on the inspiratory side. When the inspiratory filter was removed, the issue with the 1-3 cmh2o pressure spikes at the end of inspiration disappeared and no further issues have been reported after this. The filter was not manufactured or distributed by us. The 1-3 cmh2o pressure spikes were not related to leakage as was reported initially. A screen picture showing the flow and pressure curves was received. Evaluation of the screen picture can confirm the reported 1-3 cmh2o pressure spikes in the end of inspiration. The device logs were not received. The ventilator is still in clinical use.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, there were small pressure spikes at the end of inspiration leading to peak pressures rises of 1-3 cmh2o when leakage was present. The spikes disappeared once leakage was corrected. There was no patient harm. (B)(4).